Event description:
It was reported that during the implant procedure, the lead could not be advanced to desired position with good voltage measurements. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead analyzed.